Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the bifurcation of the left anterior descending (lad) artery. The 2.0 x 6mm nc quantum apex monorail balloon catheter was used to post dilate a unknown stent. The balloon was inflated to 34 atms and ruptured. A high pressure inflator was used to get maximum stent apposition. The procedure was completed with another quantum apex balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).